Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Information was reported that was reported that the patient's ins had been overdischarged. Patient came in with over discharge battery. Informed patient that he needed to trickle charge and would reset device on (B)(6) 2022. The rep also indicted the overdischarged damaged the battery. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.